Manufacturer narrative:
The date of explantation was (B)(6) 2016.

Manufacturer narrative:
Device not yet received by manufacturer.

Event description:
Per the clinic, the patient experienced a recurrent infection at the implant site. The patient was treated with IV and oral antibiotics however the issue could not be resolved. Subsequently, the device was explanted(date not reported).